Event description:
It was reported that the bur guard melted onto the hand piece. There was no patient injury reported.

Manufacturer narrative:
The hand piece was received at the manufacturer for evaluation, it was noted that the bur guard was melted onto the spindle housing. The hand piece did pass the full qip but the bur guard that was being used was past its 12/07 expiration date. The melting of the bur guard was most likely caused by a worn bur guard being pushed up onto the hand piece. When this happens the nose cone comes into contact with the bur guard and the friction can melt the bur guard.